Event description:
During an atrial fibrillation procedure, air was aspirated during flushing after vascular puncture. Air leak occurred after immediately after guidewire and dilator was inserted in the introducer while in the body. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. There was no confirmed that an air movement into the patient's body. No additional puncture was performed when the introducer was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information(d4) and 510k(g3) are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.